Event description:
It was reported that a vns patient was programmed off by the treating neurologist due to a malfunction with the leads. Further information from the patient's wife indicated the patient was referred to the original implanting surgeon for revision surgery. Moreover, no patient trauma or manipulation was reported that could have contributed to the reported event. Additional information was received from the surgeon's office indicating the patient underwent re-implant surgery. Good faith attempts to obtain the explanted product returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.